Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead impedance trend showed intermittent high impedance measurements. The lead was capped and replaced on (B)(6) 2016. The patient was asymptomatic and stable post procedure.